Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for difficult removal, irregular movement, and pericardial effusion. It was reported that the procedure was performed to treat grade 4 functional mitral regurgitation (mr). The first clip delivery system (cds) was advanced and positioned. The clip became caught in the chordae. Attempts were made to remove the clip by inverting the clip and closing; however, on the third attempt inverting and closing the clip, the clip could not be closed. Attempts were made to close the clip by retracting the lock lever and raising/lowering the gripper lever. The clip was able to be closed and freed from the chordae; however, when the clip was freed and pulled up into the atrium, the clip hit the lateral wall of the left atrium, causing a small pericardial effusion. No treatment was provided for the pericardial effusion, and the effusion stabilized at the end of the procedure. The cds was removed from the anatomy and a second cds was used. The second clip was implanted without issue, reducing mr to grade 2. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned and investigated. The reported difficulty closing the clip was not confirmed via returned device analysis. The reported difficult to remove from anatomy (clip caught in the chordae) and the unintended movement (clip hit lateral wall while pulling while pulling into the left atrium) during use could not be tested or replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The investigation determined the reported difficulty closing the clip appears to be related the clip caught on chordae (difficulty removing from anatomy). The unintended movement appears to be due to the user technique. However, a conclusive cause for the clip caught on chordae cannot be determined. Lastly, the patient effect of pericardial effusion was due to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.